Manufacturer narrative:
(B)(4). Reload was also received on (B)(6) 2017. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A needle was found in the jaws of the instrument. The needle had witness marks on the loading slots. A suture without the needle was also returned. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering on the toggle switches was also observed under microscopic inspection. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. The reported condition could not be confirmed because there was no broken needle received with the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The needle broke in the jaw of the device.